Manufacturer narrative:
The reported events of lead fracture, failure to capture, r-wave amplitude variation and high pacing lead impedance were confirmed. As received, a partial lead was returned in two pieces. Electrical and hi-pot testing did not find any indication of shorting between conductors. Visual and x-ray examination found fractured inner coil proximal to the suture sleeve tie impression. Scanning electron microscope evaluation was performed and verified that all filars of the inner coil were fractured. The cause of the reported events was isolated to the fractured of inner coil proximal to the suture sleeve tie impression consistent with fatigue fracture.

Event description:
It was reported that the patient presented to the emergency room. An interrogation of the device revealed that the right ventricular lead exhibited no capture, poor sensing, and high pacing impedance. Lead fracture was suspected. The patient was scheduled for replacement and the lead was explanted. The patient was stable.